Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd eclipse¿ needle was broken during use.

Event description:
It was reported that a bd eclipse¿ needle was broken during use.

Manufacturer narrative:
DHR, maintenance record and quality notification records were analyzed and no deviation was found for this batch. No samples or photos were sent by the customer. It was not possible to perform an investigation and determine the root cause for the defect. From the information available, it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.